Event description:
It was reported that a minimum fill notification occurred when customer attempted to load new cartridge with 150 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed by technical support, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin delivery.